Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 8, 2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received inside of the original lens case. Visual inspection under magnification revealed the half of an iol (the other half missing). Viscoelastic residue was found on the optic body and haptic, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity: unknown/asked but unavailable. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for analysis; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) that was fully inserted in the patient's left eye was removed in the same procedure due to a tear in the capsule. There was no patient injury. A vitrectomy, an incision enlargement, and sutures were required. Another johnson & johnson lens (different model and lower diopter) was implanted as a replacement. The patient is doing well post-operatively. No further information provided.